Event description:
It was reported that the split was found on the connection site between the white catheter (print 18 ga) and red hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the split was found on the connection site between the white catheter (print 18 ga) and red hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the split was found on the connection site between the white catheter (print 18 ga) and red hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr groshong nxt clearvue catheter with a two-piece connector piece. Use residue was observed on the sample. A crack was observed at the red luer connector. Microscopic inspection of the crack revealed the crack extended from the orifice to the middle of the wings. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, other unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.